Event description:
It was reported that the patient presented in clinic for a follow up due to an arrhythmia. Device interrogation revealed incorrect interpretation of signal and no high voltage output on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. There were no patient consequences.